Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred at the start of a patient¿s hd treatment. The blood leak was noted to be internal, and visually observed in the hansen line. It could not be confirmed if the sample was available to be returned for manufacturer evaluation. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred at the start of a patient¿s hd treatment. The blood leak was noted to be internal, and visually observed in the hansen line. It could not be confirmed if the sample was available to be returned for manufacturer evaluation. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.